Manufacturer narrative:
H3, h6, h10: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed the suture has been cinched. T1 is bent and has broken partially at its distal suture thru hole, no material appears to be missing. T2 and the suture show no abnormalities. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: deployment of t1 within the meniscus. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke off when it was being inserted. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the construct. Incidental contact with the sharp tip of the inserter. The instruction for use outlines precautionary statements and instructions in during deployment. A review of the manufacturing and complaint records was performed for the reported lots, there were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery the anchor of the fast fix broke off when it was being inserted. No patient injuries or significant delay reported. All the broken pieces were removed from the patient's anatomy. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.